Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. A malfunction of the device header was suspected but was not confirmed visually. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences. Additional information was requested but is not yet available. Related manufacturer reference numbers: 2017865-2023-21051.